Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 85% stenosed lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). Vascular access was obtained via the femoral artery. The 6.0 x 100/135 sterling balloon dilation catheter was successfully advanced to the target lesion. Upon the first inflation attempt at 4atms a balloon rupture occurred. The inflation duration is unknown. The balloon catheter was successfully removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was listed as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Visual and microscopic analysis of the returned product revealed the balloon catheter was returned in a deflated state and a balloon pinhole was confirmed in the balloon wall located 7 cm from the tip. The area surrounding the pinhole did not reveal any irregularities in the balloon material and the ro markers which would have contributed to the formation of the pinhole. Visual and tactile inspection of the shaft and balloon revealed that the balloon and shaft were kinked located approximately 10 cm from the tip. Microscopic examination of the distal end of the device revealed damage to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 85% stenosed lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). Vascular access was obtained via the femoral artery. The 6.0 x 100/135 sterling balloon dilation catheter was successfully advanced to the target lesion. Upon the first inflation attempt at 4atms a balloon rupture occurred. The inflation duration is unknown. The balloon catheter was successfully removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was listed as 'good'.